Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient is charging too often as of the past 2-3 weeks prior to date notified. It was stated that it takes them more than 4 hours to charge 10% of the battery, with recharging statistics of the implantable neurostimulator (ins) shown as follows. 0.9 hours, 75% charged at end of session 0.5 hours, 75% charged at end of session 0.6 hours, 50% charged at end of session 1.1 hours, 50% charged at end of session 0.5 hours, 25% charged at end of session it was further noted that sometimes the patient programmer (pp) will not communicate with the implant at all, with the hcp claiming to have seen an error code 273 displayed over the past several days prior to date notified. It was then reviewed that is not a known error code and that they should contact the manufacturer if it appears again. The hcp also confirmed that at the time of the appointment all devices were functioning normally. There were no related patient symptoms. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.